Manufacturer narrative:
(B)(4). It was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product used in this procedure? Citation: retinal cases and brief reports. 2017; 11: 79 82. (B)(4).

Event description:
It was reported via journal article title: subretinal cannulation as a complication of suture trabeculotomy surgery in a pediatric patient author: justin wise; okan toygar, md; zelia m. Correa, md, phd; daniel m. Miller, md, phd; robert a. Sisk, md citation: retinal cases & brief reports. 2017; 11: 79 82. The purpose of this case study was to report a case of inadvertent subretinal cannulation of ab externo suture trabeculotomy surgery associated with serous macular detachment. A (B)(6) girl underwent a failed ab externo suture trabeculotomy of the left eye for steroid-induced glaucoma refractory to medical management. During the procedure, the surgeon identified the schlemm¿s canal by release of aqueous and blood from a radial incision underneath a partial-thickness scleral flap. A prolene 6-0 suture was passed until resistance was met but the suture was not visible by gonioscopy. After multiple attempts, a second flap was created and a similar procedure was attempted and also met the same resistance. The patient was referred to a pediatric retinal specialist for concern of a peripheral retinal tear. During examination under anesthesia, multiple, arcuate, hypopigmented, subretinal tracks associated with foci of serous retinal detachment were observed originating from the anterior retina. The longest track, which extended diagonally through the macula and barely spared the fovea, resulted in a serous macular detachment. Portable spectral domain optical coherence tomography images through the macula revealed subretinal fluid overlying funduscopically in the visible tracks. The peripheral retinal defect was treated with encircling laser retinopexy and the serous macular detachment resolved spontaneously after 4 months and visual acuity returned to baseline 20/25. It was reported that focal photoreceptor outer segment defects along the roof of the serous retinal detachment represent direct trauma from suture and microcatheter misdirection through the subretinal space. It was concluded that the inadvertent complication demonstrated a pathway for administration of therapeutics to the subretinal space.